Manufacturer narrative:
Additional information received for the date of implant placement (B)(6) 2023. And implant removal (B)(6) 2023. This is a follow up report for this additional information.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend

Event description:
It was reported that a patient experienced a dental implant loss.